Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 6am. Approximately two minutes prior to the alleged issue, the patient's mother stated the patient as experiencing symptoms of thirst, dizziness, and hunger. According to the csr's documentation, eight minutes after the alleged issue occurred the patient reportedly obtained a blood glucose result of "176mg/dl" with his secondary onetouch ultramini meter and two minutes later the patient's mother administered 28 units of humalog as treatment. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. Although the patient was treated for hyperglycemia by a non-hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. However, this complaint is being reported because the alleged power issue remained unresolved.